Event description:
It is reported that a customer was hospitalized over a year ago for a high blood glucose level of 20 mg/dl. The customer stated that they had given themselves too much insulin. The customer's original complaint was on their transmitter not charging and not on their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.